Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 4, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the lung issues related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device, observed high-pitched whining noise was heard as the motor spooled up, no unusual odor was observed coming from the device during operational testing, although no black particles were present in the blower box. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. They also observed an unknown brown contamination on the top enclosure under the right-side accessory door, an unknown red/brown coloured contaminant which had the appearance of a dried liquid spot was observed under the left side accessory door, slight dust-like and fibrous contamination was observed on and around the iso port, observed a slight white contamination on the air inlet of the blower box at the filter area, observed slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination, dust-like and contamination was observed on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was evidence of sound abatement foam degradation.